Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the trigger components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the trigger on the battery reamer/drill device was jammed. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.